Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon broke. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event.